Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laparo-thoraco videoscope had noise in the image and could not be recognized. The issue occurred during a laparoscopy procedure. There were no reports of any injury or death. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of noise in the image and could not be recognized was not confirmed. Based on the results of the investigation, it is presumed that the event occurred due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The inspection method for the suggested event is described in the instruction manual for ltf-vh "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic laparoscopy procedure which was completed using a similar set of device.